Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the carbohydrate feature was unavailable under the bolus screen. Reportedly, the customer did not turn the carbohydrate feature on when setting up the pump. Tandem technical support guided the customer through turning the carbohydrate feature on. Customer's blood glucose level was not impacted.